Manufacturer narrative:
Results: the penumbra smart coil (smart coil) embolization coil was intact with the pusher assembly. The embolization coil displayed offset coil winds on its proximal region. During functional analysis, the smart coil was able to be advanced out of its introducer sheath without an issue. However, the smart coil was only able to be advanced into a demonstration 0.17¿ microcatheter partially before becoming stuck at the hub of the device. Conclusions: evaluation of the returned device revealed offset coil winds on the proximal region of the embolization coil. This type of damage is likely due to the forceful advancement of the embolization coil while it was forming inside the hub of the non-penumbra microcatheter. If the introducer sheath is not properly seated within the hub of the microcatheter, the embolization coil may begin to form within the microcatheter. These offset coil winds likely did not allow the embolization coil to advance any further into the non-penumbra microcatheter. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician initially deployed and detached a smart coil and a penumbra coil 400 (pc400) into the target vessel using another manufacturer's microcatheter. After introducing the introducer sheath of a new smart coil through the hub of the microcatheter, the physician encountered resistance and was unable to advance the coil. Therefore, the smart coil was removed and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.